Manufacturer narrative:
The device info reported is for replacement device and that the affected device is non-allergan.

Event description:
As per operative notes, the left ruptured implant was a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against the device for left side. Later, healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
This record is no longer reportable, as healthcare professional confirmed, no complaint against the device. Device analysis completion: additional observations: observed, creases on the device. White particles observed, in the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side "rupture". And this event was later confirmed, to have not occurred. The device has been explanted and replaced.